Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power, shown black scree and remote support service shown offline, which located on fm-acutecr. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients because they had to provide all medications directly. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer found device down due to power issue. Isolated power drain to main half height sub drawer 3.2 and verified using multimeter. Replaced drawer controller. Drawer was responsive, connectivity restored, power restored, and device fully functional. The system functioned as intended after the field service engineer repaired the device.